Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient woke up at 4: 30am and both legs were burning. Pt said they were not supposed to feel anything in the leg but they felt the buzzing in the left leg. Patient turned the intensity down and it helped a lot. Now patient turned it down so low that now patient's back was hurting. Rep told patient to keep it low until it stops hurting. But it did not help with back pain. Pt was on group a. Reviewed patient could try other groups. Patient mentioned they had a follow up appointment in 3 days and had another appointment next monday.